Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the are clips not ligating when loaded. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of (B)(4) pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the jaws bent and out of position. The distal end of the channel was also bent and the first clip in the channel was severely damaged. The pierced bosses of the clip was caught on the damaged channel and top jaw, causing part of the clip to bend backwards. The damage to the jaws is consistent from prying something with the device. Therefore, the root cause of this complaint issue is damaged during use. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. The sample was returned with the jaws bent and out of position. The distal end of the channel was also bent and the first clip in the channel was severely damaged. The pierced bosses of the clip was caught on the damaged channel and top jaw, causing part of the clip to bend backwards. The damage to the jaws is consistent from prying something with the device. Functional testing could not be performed based on the condition of the returned device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the are clips not ligating when loaded. There was no patient injury.